Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet and flail for a mitraclip procedure. During the procedure, clip was caught in the chordae but was able to be removed through troubleshooting maneuvers. Physician believed that there was damage to the anterior leaflet from a grasping attempt. Clip was implanted. All steps were performed as per IFU. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.